Manufacturer narrative:
Customer service conducted troubleshooting with the customer including; verifying they were using the correct kit components; verifying they were washing pump parts according to the instructions for use; verifying they were using dry pump parts while pumping; verifying the user didn't have a heavy letdown; verifying the user was using the correct positioning while pumping; disassembling, inspecting, cleaning and reassembling pump kit parts and tubing; and verifying correct breast shield size. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 12/08/2021, the customer indicated that she developed mastitis in (B)(6) 2021 and was hospitalized and on multiple antibiotics and an IV drip to treat. She indicated that the replacement pump was working without issue and her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 12/20/2021. The device passed suction and cycle specifications. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she experienced milk backup with her pump in style max flow breast pump. She additionally alleged that she had mastitis.